Manufacturer narrative:
A possible root cause is that the sample probe had deposits on the outside of the probe which caused too much sample volume to be pipetted. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Since calibration and qc results were acceptable, an instrument and reagent problem can be ruled out. The investigation is still ongoing.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial crep2 result was 6.46 mg/dl(sample a). The initial result was released outside of the laboratory but was questioned by the physician. The physician ordered a redraw of the patient. The crep2 result from the redraw sample (sample b) was 1.67 mg/dl. Sample a was then retested by manually loading the sample onto the analyzer and a crep2 result of 1.67 mg/dl was obtained. The sample a repeat result was deemed to be correct and a corrected report was issued. There was no adverse event. The original sample a aliquot was processed by a modular pre-analytics system. The crep2 reagent lot was 26741601 with an expiration date of 30-apr-2018. The field engineering specialist was unable to find a cause. He performed a probe alignment check and a precision check which all were acceptable.